Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required error related to the internal battery was found in the error log. Err_perm_fail_int_li_ion means the internal li-ion battery had a permanent failure. The internal battery is the final power source, failure of internal battery may impact therapy. The internal battery would need to be replaced to address the issue. No repair performed, device to be scrapped. Additionally, during the evaluation of the device at the manufacturer's service center, the device was found to have missing/displaced rubber feet and the porting block had physical damage. Rubber feet and the porting block would need to be replaced to address the issue. No repair performed, device to be scrapped. These issues are not related to the reportable malfunction/issue.